Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 526 mg/dl. The customer was treated with insulin pump. The infusion set tubing was detached at quick release. The customer declined the troubleshooting for high blood glucose. The device is not expected to be returned for analysis.